Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was intermittently unresponsive. At the time of the report, the customer stated that the pump was responsive and all features were able to be accessed. There was no reported impact to the customer's blood glucose level.